Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 407 mg/dl. The customer stated the insulin pump alarmed critical pump error. The alarm could not be resolved. Customer declined to troubleshoot for high readings. The product will not be returned for analysis.